Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the arms, bra roll, on (B)(6) 2018 using cooladvantage petite, (B)(6) 2018 to the flanks using cooladvantage, coolcurve+ contour applicator and on (B)(6) 2018 to the lower abdomen and using cooladvantage, coolcore contour and on (B)(6) 2018 to the lower abdomen and using cooladvantage+ coolcore contour who developed paradoxical hyperplasia upper abdomen, lower abdomen, upper flanks, and lower flanks on (B)(6) 2018 after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the arms, bra roll, on (B)(6) 2018 using cooladvantage petite, (B)(6) 2018 to the flanks using cooladvantage, coolcurve+ contour applicator and on (B)(6) -2018 to the lower abdomen and using cooladvantage, coolcore contour and on (B)(6) 2018 to the lower abdomen and using cooladvantage+ coolcore contour who developed paradoxical hyperplasia upper abdomen, lower abdomen, upper flanks, and lower flanks on (B)(6) 2018 after treatment.